Event description:
It was reported by the rep that the device was used during a laparoscopic nissen fundoplication. It was reported during the procedure, the inner trocar gasket tore as the devices were inserted and removed from the trocar. The gasket tore on two trocars early in the procedure. The scrub had to change to the ms512 seal to minimize leakage.